Event description:
It was reported diagnosis - cardiac arrest suspected. At 6:00 am while in the angio room, the intra-aortic balloon (iab) was prepped, and the md inserted the sheath via the "left groin." The md stated that during the insertion of the iab, there was resistance when the iab balloon was advanced through the super arrow flex sheath. The iab became stuck in the sheath. At 6:10 am the iab was removed from the sheath, and the md noticed that "the balloon tip was loose." The "balloon tip broke patient's vessel and the patient had hemorrhagic shock." Another iab was not inserted because the patient "kept bleeding." The patient died. Additional information from intn'l affiliate on 04/21/09 stated that md used the spring wire guide, and the saf sheath during this procedure.

Manufacturer narrative:
Received additional information on 04/24/09 - according to the medical device trouble or communicable disease report, the complainant did not disclose any clear cause of the patient's death. In addition to the insertion site of the catheter, the patient bled around digestive apparatus. In view of these, international affiliate's opinion was that the causal correlation between the patient's death and bleeding from insertion site is unclear. Follow-up report will be filed, if additional information becomes available.